Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6), 2011, the pt contacted animas alleging that a pump felt hot to touch. The pt claimed that her skin was slightly red but was not burned. She denied getting burned after handling the pump's battery. The pt also denied observing moisture or corrosion in the battery compartment. The battery cap was reportedly intact. The animas representative involved in this contact advised the pt to go on a backup plan for insulin delivery. Based on the info provided, the complaint is being reported due to the following conclusion: the pt claimed that the pump felt hot to touch. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not report any bg readings or symptoms that meet animas' criteria for a serious injury.